Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that the solution leaked from the air vent during infusion. There was concomitant drug with no concomitant device involved. There was no bleedback, with unknown chemo, no biohazard and unknown user facility medwatch. Device was not reprocessed/resterilized. There was no unprotected chemo exposure . There was no physical damaged noted on the device. There was no healthcare provider harm. Here was patient involvement, no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
Received one (1) used 011-c32029 extension set w/0.2 micron filter for inspection. As received the filter vents were wetted out with prior infusate. The extension set was leak tested per product specifications. There was leakage from the inlet filter vent of the 0.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.